Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0vx0z, implanted: (B)(6) 2015, product type: lead. Product ID neu_un known_prog, product type: programmer, physician. Product ID 3889-28, lot# va0vx0z, implanted: (B)(6) 2015, product type: lead. (B)(4). The lead revision makes the event reportable for serious injury.

Event description:
Additional information received reported that the circumstances that led to the loss of stimulation and return of symptoms was a lead migration. As a result, there was a revision of the lead. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported in (B)(6) 2015, that the patient had no relief and a sudden return of symptoms. The loss of therapy occurred since the patient had left hospital following their revision. The patient was unable to determine if the therapy was on. There was poor communication with the programmer and it took a while to synchronize with the ins but stimulation turned on and was increased to 1.7 v. No stimulation was felt once the patient left the hospital. The patient did not know where the ins was and all they could see was the scar at the coccyx. It was reviewed that this may be the cause of the poor communication as post-surgical swelling and pocket depth can affect communication. The patient had 5 sudden leakage incidents since their revision. Information omitted about revision and premature battery depletion included in pe (B)(4).